Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 74mg/dl, 190mg/dl and 160 mg/dl tests were done within 20 minutes with a difference of 82%. Patient did not experience any adverse events. Patient was hospitalized, but unknown of why the pt was in the hospital for. Medical affairs left a message for patient to call them back. Sending patient a letter.